Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: visual and tactile analysis noticed 3 separations on the catheter shaft. One at the strain relief, another at 70cm from the strain relief and the final one at 71.5cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. While utilizing a fetch 2 thrombectomy catheter during a percutaneous coronary intervention, the catheter broke into many pieces inside the patient. All pieces of the catheter were pulled successfully from the patient. No patient complications were reported.